Event description:
It was reported that the system had an hv generator error and had to be rebooted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator drive, filament drive, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.